Event description:
It was reported that following an initial urethral bulking implant procedure in 2006, the patient experienced dysuria for 6 weeks with a negative culture. The date of onset of complication was noted as 8/7/06 and date of treatment for complications was noted as two months later. The patient was prescribed antibiotics and anti-inflammatory medication. The doctor treated the patient in 2007 with anti-inflammatory medication. The patient's pain is ongoing and the doctor plans a follow-up cystoscopy. The current status of the patient was listed as continent. Additional information was requested but was not received. No further information has been reported. Injection details are as follows: systemic anesthesia prior to the procedure, treatment volume per side was 1 cc, flexible needle, transurethral approach, rate of 1 cc per 60 seconds, needle held at injection site 60 seconds, position of injection site in relation to the bladder neck was 5:00 and 7:00, needle was imbedded to the shoulder, no blanching or blebing, coaptation was noted post injection.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The treatment related events from the urethral implant clinical trials are those events that were deemed to be related to either the device or the procedure; all genitourinary events were classified as treatment related. During the course of the clinical investigation, 31 out of 174 subjects receiving the urethral implant treatment experienced dysuria. Most treatment related adverse events occurred within 24 hours and subsequently resolved within 30 days. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided.